Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral percutaneous intervention, a pin hole was noted in the balloon. The target lesion was located in the superficial femoral artery. A 6.0mm x 200mm, 135cm mustang balloon was inflated to 20 atmospheres but did not hold any pressure. The balloon did not burst and there was a pinhole in the device. The procedure was completed with another of the same device. No patient complications were noted and the patient status was fine.